Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons were intermittently unresponsive. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump clipped to clothing and cleaned the pump with a damp paper towel. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the keypad buttons were responsive. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The reported responsive issue with the keypad buttons was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.